Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy, skin irritation under the left breast. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to remove the lifevest because of the skin irritation. The patient returned the lifevest equipment. Follow up indicated that the skin irritation improved.